Event description:
The customer reported the system displayed stator errors.

Manufacturer narrative:
The ge service rep found broken wire to stator on/run and tempsense wiring insulation cut. Replaced high voltage cables and temp sense. Confirmed system is fully operational in all "c" positions. System used to do full day of cases with no issues. System operating as intended.